Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2013-04171. It was reported, the patient was able to increase the amplitude of the system, but could not feel the stimulation. The patient reported, she had fallen in the past, and bumped the ipg. The patient reported, she had not used the system for some time, and would like to have the scs system removed.